Event description:
Alarm sounded stating device alert. Breath delivery not affected. Other functions may be compromised. Device requires service. Ventilator was promptly exchanged.vent was interfaced to ge patient monitor system via octanet.